Event description:
It was reported that an ivc filter perforated the vena cava and the pt died. The filter was implanted in the infrarenal vena cava in a morbidly obese pt with many co-morbidities two hours prior to laparoscopic gastric sleeve procedure. Pt was given heparin during surgery, and was anticoagulated post operatively. Five days later, the pt had a sudden attack of acute abdominal pain. Pt was taken to ER barely responsive and moribund, with a hemoglobin of 6 and an inr of 4.7. Rapid infusions were given, and resuscitation initiated, but was unsuccessful. Preliminary autopsy findings reported the pt's co-morbidities as well as filter tilting, with the filter apex perforating the supra-renal vena cava wall.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. To date, the autopsy report has not been received. The event investigation is currently underway.